Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) found that the fan on crm was loud.replaced crm and continued pm.refer to (B)(4) measurement details and safety tests.returned to customer and cleared for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received crm, with a reported unit failure of a loud crm fan. The fat performed a visual inspection and found the part to be in good condition.n the fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. The fan on the crm was abnormally loud. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) fan on crm was loud. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.